Event description:
The customer obtained nonreproducible, higher than expected troponin I results from two different troponin I free samples and a patient sample using vitros troponin I es reagent on a vitros 5600 integrated system. Patient sample 1: result: 1.25 ng/ml vs expected <0.012 ng/ml. Troponin I free sample 1: result: 1.20 ng/ml vs expected <0.012 ng/ml. Troponin I free sample 2: result: 0.385 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected patient result was reported from the laboratory and a corrected report was later issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that nonreproducible, higher than expected vitros tropi es results were obtained from two different troponin I free samples and a patient sample using vitros troponin I es reagent on a vitros 5600 integrated system. The assignable cause for the events was analyzer related, as a within-run tropi es precision test was outside of ocd guidelines, indicating the vitros 5600 integrated system was not performing as intended. After service actions acceptable tropi es performance was obtained. The possibility that inappropriate pre-analytical sample processing had contributed to the events could not be ruled out. The investigation did not find evidence to indicate an issue with the customer¿s reagent.

Manufacturer narrative:
(B)(4)this supplemental emdr is being filed to correct the information stated in the mfg site registration number and the mfg report number on the original emdr. The incorrect information on the original emdr was a human error and the investigation/conclusions were not affected due to this error.

Event description:
This report corresponds to ortho clinical diagnostics inc. (B)(4).